Manufacturer narrative:
A visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed onto a calibrated system. The system was turned on and allowed to boot. The system could not boot. The returned host module was trouble shot. Trouble-shooting traced to an electrical short from the component in the returned host module. The non-conforming can controller pcba was replaced with a known good can controller pcba. The returned host module was re-installed back onto the system. The system was turned on and allowed to boot. The system successfully booted. The system modes/parameters were randomly activated via the touch screen. The system responded normally when the system modes/parameters were activated and no system shut down occurred during test. The original can controller pcba was restored back onto the returned host module. The system was turned on and allowed to boot. System could not boot recurred. The root cause of the reported event can be attributed to non-conforming can controller pcba, which had an electrical short from component. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The host module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 13, 2009. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming host module. However, how that host module became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system shut down on its own prior to a surgical procedure. There was no patient involvement.